Event description:
It was reported that the patient presented for an implant procedure. During the post-procedure check, it was noted that the right ventricular lead exhibited loss of capture, along with a drop in r wave amplitude. Programming changes were performed, resulting in a very high capture threshold. Fluoroscopy was performed and confirmed that the lead had dislodged. The physician reopened the pocket and attempted to reposition the lead; however, it was noted that the helix was not working properly with slow extension and retraction. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issues, failure of capture and r wave amp variation. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issues were isolated to blood/tissue in the helix region. The reported events of failure to capture and r wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.